Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient felt a vibratory alert from their device. Upon review, the right atrial lead exhibited low impedance. No other anomalies were reported. The lead was programmed off and the patient will be followed normally.